Event description:
Account reported that they reported three low ast results that repeated much higher. The field service representative found that the instrument was short sampling reagent due to a malfunctioning liquid level detection board. They repaired the instrument by changing the board.